Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet bionic pancreas, with a recorded glucose value of 53 mg/dl and treatment with oral glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for oral carbohydrate intervention and additional information requested from the customer. Investigation included internal case triage and information gathering to assess device performance and user therapy context. Investigation of this case revealed no device malfunction or component failure was identified based on the available information, and the event was categorized as an adverse event with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.